Event description:
It was reported that the IV set/60drop/2cq/f/sb/50cm experienced leakage. The following information was provided by the initial reporter: infusion and blood leaked from the filter.

Manufacturer narrative:
H.6. Investigation: the air tightness of the actual product (jis standard: 150 kpa for 15 minutes, no pressure leakage) was confirmed. As the offer, the liquid leaked from the filter part (lower part) it was recognized. Therefore, we asked the manufacturer of the filter to investigate the parts. According to the survey results by the filter manufacturer, according to the survey results, in all cases, liquid leakage was observed from the air vent (air hole) of the filter housing, and liquid permeation was observed in the hydrophobic filter inside the housing. It is assumed that the hydrophobic filter has become hydrophilic and a leak has occurred due to the following phenomena as described in the package insert, as no manufacturing abnormalities were observed. H3 other text : see h.10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the IV set/60drop/2cq/f/sb/50cm experienced leakage. The following information was provided by the initial reporter: infusion and blood leaked from the filter.